Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. Database analysis revealed poor charger-to-ipg coupling and thermistor was triggered often. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. Database analysis revealed poor charger-to-ipg coupling and thermistor was triggered often. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.